Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that surgeon had revised 2 attune original tibial bases that did not appear radiographically loose but were loose at the time of revision intraop. Doe: (B)(6) 2024. Affected side: unknown knee. ¿the product was not returned to depuy synthes, however photos were provided for review. Even though the light on the photo is not the best, spots of what appear to be burnishing can be observed on the device edge (near the instrument), suggesting micromotion of device. Additionally, no signs of cement could be observed on the unk attune knee tibial tray surface. The lack of cement attached to the device and the signs of burnishing observed can lead to a loosening condition. Therefore, it is reasonable to confirm the reported allegation. However, consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unk attune knee tibial tray would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that surgeon had revised 2 attune original tibial bases that did not appear radiographically loose but were loose at the time of revision intraop. Doe: (B)(6) 2024. Affected side: unknown knee

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.